Event description:
It was reported that the patient experienced an infusion set adhesive failure where tape not sticking while sweating on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 6. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.